Manufacturer narrative:
The inulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. The inulin pump was received with vibrator rattling due to vibrator adhesive not adhering. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was vibrating stronger than normal. The customer's blood glucose was unknown at the time of incident. Self test was performed and insulin pump did vibrate. The insulin pump was returned for analysis.